Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed that the distal conductor was distorted and fractured (overstress) within the connector. In addition, the inner tubing was kinked/buckled. Device analysis of (B) (4) showed that the distal conductor was distorted and fractured (overstress) within the connector. In addition, the inner tubing was kinked/buckled and the outer tubing overlay breached cut.

Event description:
It was reported at implant attempt that the helix on both leads would not retract, even after > 40 turns on each lead. The leads were not implanted. No patient complications have been reported as a result of this event.